Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed. Sc-8336-50 (sn: (B)(4)). Device evaluation indicated that the patient was explanted due to inadequate stimulation. Visual inspection found the lead was cleanly cut. X-ray inspection found no other damages except the intentional cut. The device damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 21328764, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.